Event description:
It was reported that an error message indicating an out of range impedance was triggered for the lead. It was determined that the lead exhibited significant noise, high impedance of greater than 2000 ohms, and high pacing threshold. It was noted that noise was frequently detected when the pacemaker pocket was touched, therefore the possibility of a lead fracture near the pacemaker pocket was suspected. According to an x-ray photo, the exact site of the lead fracture was unable to be identified. The day of the lead replacement, the lead exhibited non-capture, high impedance of 2805 ohms and the physician visually confirmed a possible lead fracture site. The lead was capped and a new lead was implanted at the proper sit of the septum that would not interfere with the capped lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).